Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. The technical inspection by the manufacturer did not confirm the fault description reported by the customer. The technical inspection revealed that the monitor switches to standby mode after 10 minutes, as described in the IFU. The imager shows signs of optical wear on the housing and has damage to the cover. Furthermore, a leak has been detected due to wear on the plug and cover. However, both devices were found to be functional during the technical inspection. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the screen went blank and the unit turned off during use. No negative impact in state of health reported.